Manufacturer narrative:
Medical safety/clinical reviewed the event. A 56-year-old male presented to the hospital with an electrocardiogram demonstrating an anterolateral st-elevation myocardial infarction (stemi) and was emergently taken to the cardiac catheterization laboratory. Left heart catheterization revealed occlusion of the left anterior descending artery with thrombus extending into the left main coronary artery and the ostium of the circumflex artery. Following the procedure, the patient became increasingly agitated and required urgent intubation. In the setting of cardiogenic shock due to acute myocardial infarction, an impella cp was placed prior to percutaneous coronary intervention. After device placement, the patient developed gross hematuria and a groin hematoma at the access site, which was described as soft and non-expanding. This event is considered a serious injury attributable to the impella cp. Despite support, the patient¿s cardiogenic shock worsened, with rising lactate levels and the need for five vasopressors. Care was escalated to an impella 5.5. Following initiation of impella 5.5 support, a ¿false impella in aorta¿ alarm occurred. Device position was confirmed by transesophageal echocardiography, and the placement signal was subsequently disabled. The patient developed acute renal failure with minimal urine output and was started on continuous renal replacement therapy. The patient experienced bleeding from multiple sites, excluding the impella access site, and received transfusion support including fresh frozen plasma and packed red blood cells. The patient remained intubated and unresponsive, and neurological assessment was limited due to hemodynamic instability. On the following day, blood cultures were positive, and methicillin-resistant staphylococcus aureus was identified in the nares; antibiotic therapy was initiated. The patient remained critically ill on high-dose vasopressors and exhibited absence of neurological reflexes. The family elected to withdraw life-sustaining therapy and the patient expired. The death is most likely due to the patients underlying critical condition. Note: h6. Component code and investigation type/findings/conclusion coding remain unchanged as previously reported. Related medial devie reports. This is now one of three devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced hematuria. An echocardiogram showed the pigtail up against the ventricle wall. Additionally, the patient had a hematoma at the groin site. The patient stopped following commands and was twitching. The patient was escalated to an impella 5.5 pump.

Manufacturer narrative:
Investigation summary: no product was returned. Hematoma, bleed: the cause of the hematoma and bleed was not determined due to insufficient clinical details. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.